Event description:
Procedure: colectomy. Patient sex: unk. According to the reporter: the staples did not stay closed. There was then a resection and another device was applied. There was no pt injury reported.